Event description:
It was reported by the customer that the device's on/off button has to be pressed very hard to be able to power the unit on and/or off. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control provided customer with the part number and ordering information for a replacement keypad assembly. The device was not returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.